Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that in the pump history, a fill tubing sequence of 10.5 units was seen. However, the customer did not acknowledge performing a cartridge change with tandem technical support. Upon follow up, a review of the pump history indicated that the customer performed fill tubing after the pump was unlocked and insulin deliveries were stopped. Customer acknowledged and that pump was working as intended. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.